Manufacturer narrative:
Three devices were received and evaluated. The evaluation results are as follows: all devices were inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient called to report that with her most recent box of v-go 40 devices, with 6 of the devices the needle button accidently released prior to the completion of the 24-hour period. Patient reports that she followed the proper fill wear and go procedure and the needle button was locked into place. Patient reports that after a varying amount of hours (sometimes 4) she could feel that the needle button released.